Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info. A completed questionaire has not been received. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An infection control coordinator reported that following intraocular lens (iol) implant surgeries, there have been a few infections. Add'l info was received that there were three lenses involved in these infections. Add'l info was received from the infection control coordinator who reported the cases had been reviewed in house by an epidemiologist in the infection control department. They did not feel the infections were attributed to the lenses, but did not offer a cause or a description of the type of infections. Add'l info has been requested. There are three medical device reports associated with this event. This report is for the third pt.